Manufacturer narrative:
This device was later returned for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after the balloon of a palmaz blue stent on 5mm x 15mm aviator plus balloon expandable stent delivery system was filled, the stent cannot be fully opened or deployed. Therefore, the delivery system was withdrawn out of the patient's body together with the stent. The procedure was complete using another unknown sds. There was no reported patient injury. The patient has previously had refractory hypertension and has been treated with medications, with poor results. The user was trained with the device. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. There was nothing unusual noted about the stent delivery system prior to use. The 6f unknown cordis puncture sheath was used and angiography showed severe stenosis at the opening of the right renal artery. The target renal artery was 4.2mm in diameter, 12mm in length, and the unconstrained stent was 0.8mm larger than the vessel diameter. The target vessel had 90% stenosis with moderate calcification and no tortuosity. Initially, the device was used and reached the renal artery lesion. It was positioned through the non-cordis 7f guide catheter; the aviator 4mmx2cm balloon was pressurized with an unknown pressure pump to reach the normal working pressure of 10atmospheres for predilation. The stent delivery system did not pass through any acute bends. An ipsilateral approach was used. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no unusual force used at any time during the procedure. There was no thrombus present proximal to, at, or distal to the lesion site. The lesion was 70% stenosed post dilation. A 1:1 contrast with heparinized saline mix was used. There was no difficulty or resistance noted while crossing the lesion with the stent. The sds did not have to pass through a previously placed stent. The device was later returned for evaluation.

Manufacturer narrative:
Complaint conclusion: after the balloon of a palmaz blue stent on 5mm x 15mm aviator plus balloon expandable stent delivery system (sds) was filled, the stent cannot be fully opened or deployed. Therefore, the delivery system was withdrawn out of the patient's body together with the stent. The lesion was 70% stenosed post dilation. The procedure was complete using another unknown sds. There was no reported patient injury. The patient has previously had refractory hypertension and has been treated with medications, with poor results. The user was trained with the device. The 6f unknown cordis puncture sheath was used and angiography showed severe stenosis at the opening of the right renal artery. The target renal artery was 4.2mm in diameter, 12mm in length, and the unconstrained stent was 0.8mm larger than the vessel diameter. The target vessel had 90% stenosis with moderate calcification and no tortuosity. Initially, the device was used and reached the renal artery lesion. It was positioned through the non-cordis 7f guide catheter; the aviator 4mmx2cm balloon was pressurized with an unknown pressure pump to reach the normal working pressure of 10atmospheres for predilation. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. There was nothing unusual noted about the stent delivery system prior to use. The stent delivery system did not pass through any acute bends. An ipsilateral approach was used. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no unusual force used at any time during the procedure. There was no thrombus present proximal to, at, or distal to the lesion site. A 1:1 contrast with heparinized saline mix was used. There was no difficulty or resistance noted while crossing the lesion with the stent. The sds did not have to pass through a previously placed stent. The product was returned for analysis. A non-sterile blue/aviator/plus 5x15/142p pk was received for analysis coiled inside a plastic bag. The mentioned palmaz blue stent was not received for evaluation. Per visual analysis of the sds, the balloon profile seemed as have been previously inflated. The balloon was thoroughly inspected, and stent marks were observed on the balloon. No other anomalies found. Per functional analysis the balloon was successfully inflated as expected. No anomalies observed. Dimensional analysis was not performed due to the mentioned involved stent was not returned for evaluation. A product history record (phr) review of lot 82218091 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent underexpanded¿ was not confirmed by analysis of the returned device as functional analysis was performed successfully. The exact cause of the reported event could not be determined. Vessel characteristics of an initial rate of stenosis of 90%, reduced to 70% post dilation, with moderate calcification, may have contributed to the reported event. The involved stent was not returned for evaluation and no anomalies were noted on the sds balloon upon inspection. According to the safety information in the instructions for use ¿contraindications generally, contraindications to percutaneous transluminal angioplasty (pta) are also contraindications for stent placement. Contraindications include, but may not be limited to: patients with highly calcified lesions resistant to pta. Warnings patients with highly calcified arterial lesions highly resistant to pta may not be suitable for this implant. Precautions prior to use, the product should be examined to verify functionality and integrity.¿ the device performed as intended and therefore the reported event could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time at this time.

Event description:
As reported, after the balloon of a palmaz blue stent on 5mm x 15mm aviator plus balloon expandable stent delivery system was filled, the stent cannot be fully opened or deployed. Therefore, the delivery system was withdrawn out of the patient's body together with the stent. The procedure was complete using another unknown sds. There was no reported patient injury. The patient has previously had refractory hypertension and has been treated with medications, with poor results. The user was trained with the device. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. There was nothing unusual noted about the stent delivery system prior to use. The 6f unknown cordis puncture sheath was used and angiography showed severe stenosis at the opening of the right renal artery. The target renal artery was 4.2mm in diameter, 12mm in length, and the unconstrained stent was 0.8mm larger than the vessel diameter. The target vessel had 90% stenosis with moderate calcification and no tortuosity. Initially, the device was used and reached the renal artery lesion. It was positioned through the non-cordis 7f guide catheter; the aviator 4mmx2cm balloon was pressurized with an unknown pressure pump to reach the normal working pressure of 10atmospheres for predilation. The stent delivery system did not pass through any acute bends. An ipsilateral approach was used. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no unusual force used at any time during the procedure. There was no thrombus present proximal to, at, or distal to the lesion site. The lesion was 70% stenosed post dilation. A 1:1 contrast with heparinized saline mix was used. There was no difficulty or resistance noted while crossing the lesion with the stent. The sds did not have to pass through a previously placed stent. The device was not returned for evaluation.

Manufacturer narrative:
Complaint conclusion: after the balloon of a palmaz blue stent on 5mm x 15mm aviator plus balloon expandable stent delivery system (sds) was filled, the stent cannot be fully opened or deployed. Therefore, the delivery system was withdrawn out of the patient's body together with the stent. The lesion was 70% stenosed post dilation. The procedure was complete using another unknown sds. There was no reported patient injury. The patient has previously had refractory hypertension and has been treated with medications, with poor results. The user was trained with the device. The 6f unknown cordis puncture sheath was used and angiography showed severe stenosis at the opening of the right renal artery. The target renal artery was 4.2mm in diameter, 12mm in length, and the unconstrained stent was 0.8mm larger than the vessel diameter. The target vessel had 90% stenosis with moderate calcification and no tortuosity. Initially, the device was used and reached the renal artery lesion. It was positioned through the non-cordis 7f guide catheter; the aviator 4mmx2cm balloon was pressurized with an unknown pressure pump to reach the normal working pressure of 10atmospheres for predilation. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. There was nothing unusual noted about the stent delivery system prior to use. The stent delivery system did not pass through any acute bends. An ipsilateral approach was used. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no unusual force used at any time during the procedure. There was no thrombus present proximal to, at, or distal to the lesion site. A 1:1 contrast with heparinized saline mix was used. There was no difficulty or resistance noted while crossing the lesion with the stent. The sds did not have to pass through a previously placed stent. The product was not returned for analysis. A product history record (phr) review of lot 82218091 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent underexpanded¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of an initial rate of stenosis of 90%, reduced to 70% post dilation, with moderate calcification, may have contributed to the reported event. According to the safety information in the instructions for use ¿contraindications generally, contraindications to percutaneous transluminal angioplasty (pta) are also contraindications for stent placement. Contraindications include, but may not be limited to: patients with highly calcified lesions resistant to pta. Warnings patients with highly calcified arterial lesions highly resistant to pta may not be suitable for this implant. Precautions prior to use, the product should be examined to verify functionality and integrity.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82218091 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after the balloon of a palmaz blue stent on 5mm x 15mm aviator plus balloon expandable stent delivery system was filled, the stent cannot be fully opened or deployed. Therefore, the delivery system was withdrawn out of the patient's body together with the stent. There was no reported patient injury. The patient has previously had refractory hypertension and has been treated with medications, with poor results. The user was trained with the device. The 6f puncture sheath was used and angiography showed severe stenosis at the opening of the right renal artery. Initially, the device was used and reaches the renal artery lesion. It was positioned through the catheter; the balloon was pressurized with an unknown pressure pump to reach the normal working pressure. The device will be returned for evaluation.